Event description:
It was reported that the device was not providing pacing support and was unable to be interrogated. The patient is not pacemaker dependent. A device replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.